Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg (blood glucose) was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient went to the emergency room and was diagnosed with cellulitis. The patient had high blood glucose while at school, which had reached 320 mg/dl, and once at home the infection was noticeable at the insertion/pod site, red with puss coming out. Treatment included two different antibiotics and also prescriptions for cephalexin and septra (twice a day for 7 days). An IV was not administered. Setting changes were made to the patient's pdm prior to the infection, but were not adjusted after. The pod was worn on the leg for between 36 and 48 hours.